Manufacturer narrative:
Occupation: (n/a - other). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during active dialysis, the catheter split into 2 parts, loosened from the patient, and it slipped out. The patient lost the blood volume that was in the system. It was stated that the blood blew a little on the bed, and perhaps, air got into the patient. It was clear that the catheter have loosened from their own fastening device which was sutured firmly. It was also stated that the patient had no serious injury since the situation was quickly taken care of.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three pictures of a device. The first photo depicts the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The second photo depicts a side view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The third photo depicts a close-up view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the device noted that one of the catheters suture wing was disengaged and not received. The catheters showed signs of use, there was copius amounts of dried fluids in and on them. Pmv performed functional testing, the catheters were submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The guide wire was inserted into the lumen and passed through without occlusion. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of three pictures of a device. The first photo depicts the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The second photo depicts a side view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. The third photo depicts a close-up view of the catheter on a piece of gauze with blood on the device and the plastic rotatable suture wing by its side. A review of the device history record indicates the product was released meeting all quality release specifications. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during active dialysis, the customer reported that the catheter split into two parts and slipped out, the catheter rotating suture wing detached from the catheter, loosened from the patient and the rotating suture wing remained on the patient with the sutures. It was clear that the catheter have loosened from their own fastening device which was sutured firmly. It was stated that the blood blew a little on the bed, and perhaps, air got into the patient. The patient had blood loss of 250-300 ml but no blood transfusion was done. It was reported they tried to stop the bleeding and inserted a new acute catheter. It was also stated that the patient had no serious injury since the situation was quickly taken care of.